Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013146655); product type: 0195-heart valves; non-implantable device product ID l-evolutfx-34 (lot: 0012992700); product type: 0195-heart valves; non-implantable device product ID evfxplus-34 (r040155); product type: 0195-heart valves; implant date (B)(6) 2026 product ID: 25 mm semi-compliant balloon (non-medtronic device); lot #: unknown select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after implantation of the transcatheter aortic valve evfxplus-34, a post-implant balloon dilation with a 25 mm semi-compliant balloon was performed due to underexpansion of the valve. During post-dilation, with pacing performed under the guidewire, the clamp came off while the balloon was not fully deflated, causing the valve to dislodge. The patient experienced cardiac arrest, and cardiac massage was immediately performed. A second valve was successfully implanted. The patient was subsequently hemodynamically unstable, requiring placement of a temporary pacemaker and initiation of extracorporeal membrane oxygenation.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.